Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and a right inguinal hernia laparoscopic repair. It was reported that after implant, the patient experienced pain, infection, recurrence, dense adhesions, fistula, and open wound. Post-operative patient treatment included revision surgery, hernia repair with new mesh, mesh removal (only one of the two devices removed), and wound vac.